Event description:
It was reported that a user experienced a failure to obtain glucose readings after starting a dexcom g7 sensor, with pairing not established despite attempts to toggle between g6 and g7 and reenter the sensor code. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a pairing failure between the cgm sensor and the receiving device, with no responsible device identified and no malfunction of the ilet pump confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to attribute the issue to a specific device or user factor.